Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 0014532. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 5 ml saline fill (B)(4) sp stopper separated from the plunger. The following information was provided by the initial reporter: "the patient was admitted to the hospital on (B)(6) 2020 due to "fever with ulcer at the corner of the mouth for 6 days", and the admission diagnosis was acute leukemia. After admission, he was given intravenous infusion therapy and an intravenous indwelling needle was used. (B)(6) 2020 20:00 the patient has finished the intravenous infusion of the drug and is ready to seal the tube. The nursing staff holds the flush to prepare for activation. When activated, the stopper and the plunger rod are separated and cannot be used, so they are replaced immediately. The operation was completed without adverse effects on the patient. Adr# (B)(4)".